Event description:
The patient experienced a minor non q-wave myocardial infarction during the procedure. It is undetermined where the myocardial infarction was located. Reversal non-flow with ntg and adenosina was also noted. The patient was initially admitted for a later acute myocardial infarction in 2007. The patient had a lesion in the mid left anterior descending (lad) branch that was type c, restenotic, excessively tortuous and eccentric. The lesion was 28mm in length and had a vessel diameter of 2.5mm. The patient also had a lesion in the distal lad branch that was type c, de novo and eccentric. The lesion was 18mm in length and had a vessel diameter of 2.5mm. A 2.5 x 28mm cypher select stent was implanted in the mid lad at 8atms and another 2.5 x 28mm cypher select stent was implanted in the distal lad at 18atms.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01312 and 0616099-2007-01313. The event involved a female with a history of hypertension, hyperlipidemia, myocardial infarction and previous percutaneous coronary intervention. This patient's history places her at increase risk of mace. The indication for admission to hospital was acute myocardial infarction. An emergent coronary arteriogram revealed a 28mm in-stent restenosis of a previously implanted bare metal stent in the mid left anterior descending artery (lad) producing a 100% stenosis. The lesion was described as 28mm in length, type c, irregular, eccentric, tortuous and non-calcified. The reference vessel diameter was 2.5mm. A second type c lesion was located in the distal lad. It was 18mm in length, irregular and eccentric producing a 95% stenosis. The reference vessel diameter was 2.5mm according to the IFU, cypher select plus is indicated for use in discrete lesions. The restenotic lesion in the mid lad was treated by pre-dilation followed by implantation of a 2.5x28mm cypher stent at 8 atm. Followed by post-dilation resulting in an increase in timi flow from 1 to 3. Intravascular ultrasound (ivus) was performed. The lesion in the distal lad was treated by direct stenting with a 2.5 x 28mm cypher at 18 atm. The rated burst pressure for this device is 16 atm. Post-dilation and ivus were carried out. Timi flow remained 3 pre and post-procedure. Order of stent implantation was not specified; however, it was documented they were overlapping. Pre-procedural medications included asa and plavix while asa and low molecular weight heparin was given during the procedure. The patient was given asa and plavix following the procedure. Act values were not measured and gp iib/iiia inhibitors were not administered. It was reported the patient experienced a non-q wave myocardial infarction during the procedure and documented as being undetermined where the infarction was located. No other information was given regarding this event and it was reported the patient recovered without sequel. The stents remain implanted in the patient and thus not available for evaluation. A device history records review was conducted and found the product met quality requirements for product acceptance. Based upon the information provided it is not possible to conclusively determine the cause of the event; however, there are patient, vessel, lesion and procedural factors that may have contributed to it.